Event description:
Hcp reports receiving phone call from patient's family stating that the patient was diagnosed with toxic encephalopathy due to the itb dose being too high - 180mcg/day. The pump dose currently had been reduced to 30mcg/day. Cnp also reported the patient has a vp shunt. Recently, while in and out of rehabilitation treatments and hospitalization, the patient experienced seizures, hypotension, and bradycardia. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).